Event description:
It was reported that a dissection occurred. The target lesion was located in the proximal to mid right coronary artery. A 38 x 3.50 mm promus elite drug-eluting stent was advanced for treatment. After it was deployed and post-dilated, a proximal stent edge dissection was observed. Another stent was deployed proximally, overlapping it to cover the dissection, and the procedure was completed. No further patient complications were noted, and the patient fully recovered post procedure. It was further reported that the target lesion was 80% stenosed, mildly calcified, and mildly tortuous.

Event description:
It was reported that a dissection occurred. The target lesion was located in the proximal to mid right coronary artery. A 38 x 3.50 mm promus elite drug-eluting stent was advanced for treatment. After it was deployed and post-dilated, a proximal stent edge dissection was observed. Another stent was deployed proximally, overlapping it to cover the dissection, and the procedure was completed. No further patient complications were noted, and the patient fully recovered post procedure.